Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle leaked out of a hole in the side of the needle. A case of the product was affected. There was no report of patient impact.

Manufacturer narrative:
Investigation summary material #: 368607; lot/batch #: 4038620. Bd received 384 samples for investigation. Thirty (30) of the samples were evaluated by visual examination and another 10 by functional draw testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle leaked out of a hole in the side of the needle. A case of the product was affected. There was no report of patient impact.